Event description:
A nurse opened a package of normal saline syringe flush and noted debris at the tip of syringe. The saline was grey in color. Covidien representative was immediately notified. The rep. Met with the nursing director and the risk director to discuss the removal of product from our facilities. The hospital's microbiology lab cultured syringe fluid and risk director took photographs of syringe (photo available upon request). The syringe was given to covidien's representative.